Manufacturer narrative:
D6b: explant date estimated since unknown. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037370579. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (surgical intervention). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted out of the laa but was still attached to the coumadin ridge. The physician planned to recapture and remove the closure device percutaneously before implanting a new smaller closure device. It was further reported that the patient chose to undergo open heart surgery to remove the closure device. The patient needed coronary artery bypass grafting for their pre-existing coronary disease. The physician successfully retrieved and removed the closure device from the patient. The laa of the patient was ligated during surgery. The patient did well following this and was discharged from the hospital.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted out of the laa but was still attached to the coumadin ridge. The physician planned to recapture and remove the closure device percutaneously before implanting a new smaller closure device.

Manufacturer narrative:
D6b: explant date estimated since unknown. H6: impact code corrected from f2301 to f19.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that the closure device had shifted out of the laa but was still attached to the coumadin ridge. The physician planned to recapture and remove the closure device percutaneously before implanting a new smaller closure device. It was further reported that the patient chose to undergo open heart surgery to remove the closure device. The patient needed coronary artery bypass grafting for their pre-existing coronary disease. The physician successfully retrieved and removed the closure device from the patient. The laa of the patient was ligated during surgery. The patient did well following this and was discharged from the hospital.